Manufacturer narrative:
Correction: date received by manufacturer: incorrectly entered as: 11/22/2016. (Should be) date received by manufacturer: 09/18/2017. On (B)(6) 2017, holdrege received fifteen (15) 0.5ml, 8mm, 31g syringes in an opened polybag with the shelf carton from batch# 6277894. All samples were decontaminated per (B)(4) prior to being evaluated. Upon evaluation by (B)(4), it was noted that no samples were identified to contain any foreign material. Per investigation completed in (B)(6), it was noted that silicone was found to be expressed from 7 of 15 syringes returned. No additional findings to note at this time. (B)(4) was initiated by the holdrege plant to address excess silicone/silicone pooling and their associated root cause(s). Batch# 6277894 was manufactured prior to implementation of corrective/preventative actions associated with this CAPA. No additional actions deemed necessary at this time.

Manufacturer narrative:
Awareness date: reported as 11/22/2016 should actually be 09/18/2017.

Manufacturer narrative:
Investigation summary: customer returned (15) 1/2cc, 8mm, 31g syringes in an open poly bag with the shelf carton from lot # 6277894. Customer states that a clear fluid comes out of the syringes. All returned syringes were examined and no foreign matter was observed in any of the samples. However, a clear droplet of material came out of the cannula of 7 out of 15 samples when the plunger rod was fully depressed. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of silicone. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. When the plunger is fully depressed, the silicone gets distributed along the barrel roof and walls, ensuring a lubricated surface for the plunger to move against. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant a review of the device history record was completed for batch# 7079877. All inspections were performed per the applicable operations qc specifications. Syringe assembly ¿ there was one (1) batch of material# 8359163 (syringe 1.0ml asm 31ga 8mm sm700151) that went into finished batch# 7079877. Batch# 7072866, date(s) of manufacture: 06may2017 thru 09may2017, machine(s) manufactured on: (B)(4). Syringe assembly ¿ there was one (1) batch of material# 8359163 (syringe 1.0ml asm 31ga 8mm sm700151) that went into finished batch# 7079877. Batch# 7072866, date(s) of manufacture: 06may2017 thru 09may2017, machine(s) manufactured on: (B)(4). There was one (1) notification [(B)(4)] for high sustaining forces noted during production of this batch. There were four (4) notifications [(B)(4)] noted that did not pertain to the defect. CAPA # (B)(4) and situation analysis # (B)(4) have been opened to address this issue. Samples will be forwarded to manufacturing ((B)(4)) on 10nov2017 for further review. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Possible root causes for excess silicone include: the first is that some associates do not de-gas the silicone after refilling the tanks. Second, the silicone volume on the pump is a parameter that is being adjusted, but is not understood and could be a potential kpiv.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(4).

Event description:
This complaint is MDR reportable. It is reported the bd insulin syringe with the bd ultra-fine¿ needle 0.5ml 31gx5/16 (8mm) had clear fluid come out of them. Found before use. There was no report of injury or medical intervention.